Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a highest blood glucose of 215 mg/dl after drinking coffee without announcing a meal, and the event was discussed in the context of potential infusion set issues such as leakage or a bent cannula with a contact detach set; education and troubleshooting on meal announcements and supply changes were provided. Symptoms included elevated blood glucose without systemic illness or acute neurological symptoms. Outcomes included no hospitalization, no professional medical intervention, no backup therapy, and a return of glucose to the target range within a couple of hours; ketones were tested and were negative. Investigation included technical support review and user education regarding infusion set integrity and use practices. Investigation of this case revealed that blood glucose trended back within range without changing supplies and no infusion set malfunction was observed. It was concluded that hyperglycemia occurred with cause unclear, with user factors related to unannounced carbohydrate intake considered, and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.